Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in japan that during a meniscal suturing procedure via pull-out method for a meniscal tear performed on (B)(6) 2023 it was observed that the 1st milagro inscr small size 5x23 screw broke off because the wrong shaft was passed to the surgeon, and the surgeon used the wrong shaft during insertion of the screw. It was reported that the broken 1st screw was completely removed. The 2nd milagro inscr small size 5x23 screw broke due to the strength of the bone/tibia. It was reported that the 2nd screw broke into two pieces. The 2nd screw looked like it had been twisted and torn off rather than broken. It was reported that approximately 5 mm of the 2nd screw was not inserted into the bone, but the remaining 18 mm was inserted into the bone. It was reported that since a screw of sufficient length was inserted into the bone, the surgery was completed. The surgery was completed successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date is unknown. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.